Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
On (B)(6) 2013, the customer had worn the pod for 72 hours, and when the pod was removed, he noticed that the skin area where the pod was removed from seemed to be red and irritated. When the customer woke up the next morning on (B)(6) 2013, he noticed that the irritated skin was now redder and had grown to roughly the size of a softball. The skin was now inflamed and warm to the touch with a slight burning sensation. Also, the skin that was around the cannula insertion spot had hardened. Later that day he noticed that the area of skin that hardened had now formed a crusty white head and was spreading. On (B)(6) 2013, the customer visited his doctor and was diagnosed with an infection. He was prescribed a 5 day supply of bactrim. The customer reported on (B)(6) 2013 that the medication was working, and that the infection area was reducing in size, and that the burning and itching sensation has ceased.